Event description:
It was reported starting ¿a couple weeks¿ prior to the report the patient began to experience a ¿stimulation sensation that got to the point where it was uncomfortable.¿ there was ¿trouble making adjustments.¿ the patient reportedly had ¿no significant return of symptoms¿ that came along with uncomfortable stimulation sensation. The patient was reprogrammed the day of the report, but had trouble synching the programmer with the implantable neurostimulator. New batteries reportedly resolved the issue. It was reported the patient experienced a shocking or jolting sensation. The patient did not know if the jolts were due to their new pacemaker or the stimulator. The patient went to the ER for their heart. The patient was shaking badly. The patient got some jolts when they placed the antenna over the stimulator. The jolting started after a cat scan that the stimulator was not turned off. The jolts felt like a hot needle and were felt in their legs, neck, and chest. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v864451, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).